Event description:
Mr. (B)(6) was using the 9781 shower chair broke completely in two sending him flying backwards. As a result the mr. (B)(6) banged his head and back very hard and was stuck in the bathtub struggling to get out. Mr. (B)(6) has been to the physician a couple times since the incident due to extreme head and back aches.